Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) displayed a battery status lower than normal prior to an implant procedure.